Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received entitled "short-term results of ultra-short anatomic vs ultra-short non-anatomic proximal loading uncemented femoral stems." Literature article entitled ¿short-term results of ultra-short anatomic vs ultra-short non-anatomic proximal loading uncemented femoral stems¿ by young-hoo kim, md, et al, published in the journal of arthroplasty (3 august 2017) vol. 13, pp. 149-155, dx.doi.org/10.1016/j.arth.2017.07.042 was reviewed for MDR reportability. This study compared the short-term clinical results, radiographic results, revision, complication, and survival rates of ultra-short anatomic depuy proxima and ultra-short non-anatomic smith & nephew short modular femoral (smf) uncemented femoral stems. 56 hips were fitted with the smf, non-depuy products. 50 patients (56 hips) were filled with the depuy proxima stem, cementless pinnacle acetabular cup (size range 48-58-mm, biolox delta ceramic acetabular liner, and a 32-mm or 36-mm biolox delta ceramic modular head. All patients in the study presented preoperatively with osteonecrosis of the femoral head. There were 31 men and 19 women in the proxima stem group included in the study. The authors analyzed all perioperative radiographic, clinical, and functional test results to compare the success rates of primary tha for the two stem groups. The results of proxima group revealed that 2 patients had thigh pain at the final follow up and adequate osseointegration was achieved in all but two proxima hips. Furthermore, 1 proxima hip needed to be revised due to aseptic loosening of the stem and 1 proxima stem needed to be revised due to periprosthetic, displaced calcar fracture. Dislocation occurred in 1 of the proxima hips (32-mm femoral head) and was treated with closed reduction and a brace. None of the acetabular cups needed to be revised. The authors concluded that the proxima stem has more short-term success compared with the smf stem. The authors did not find any evidence of osteolysis, infection, or reduced joint mobility over the course of the 4 year follow-up. The authors did not specifically identify patients within the text of the article. Impacted products: biolox delta 32-mm modular femoral head, proxima ultra-short anatomic uncemented femoral stem, biolox delta ceramic liner, pinnacle press-fit acetabular cup. Author: young-hoo kim date of event: 3 august 2017. Country of origin: south korea. Adverse event(s) related to product(s): implant dislocation: hip (head and liner). Implant loosening: interface-implant to bone (femoral stem). Patient(s) reported harm(s) prior to procedure: surgical intervention, pain, fracture (post op, femoral stem), joint dislocation.